Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10th june 2025, it was reported by an arthrex's employee via email that 2 units of ar-2324pslc, suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented, its anchor broke during insertion. This was detected during a lateral collateral ligament repair surgery on (B)(6) 2025. The case was completed successfully by changing to a new ar-2324pslc. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted damage to the anchor of the device. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.